Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. She experienced elevated blood glucose levels over 400 mg/dl. No adverse event was reported. The blood glucose meter was requested to be returned, however, the blood glucose monitor was misplaced by the patient and could not be located.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.